Manufacturer narrative:
Investigation results return 10-24-2025: product not returned, image in case depicts 1 v3 palodent universal blue ring (new and improved v5 design) with a broken tyne. Over molding date codes verified ¿b¿ for february and ¿o¿ for 2023. Note that the suspect product does not trace back to item# 659900v lot# 08311939 as both molding ring lots were produced in 05-2024 and would have date codes of ¿e¿ for may and ¿p¿ for 2024. Due to the case being serious, DHR and retain evaluation will be conducted anyways. (Nwv) retain 10-24-2025: final product retains are not kept as per normal procedure. Retains from overmolding item# 759870 lot#¿s 08337804 & 08337805 were reviewed and inspected per 0290-ip-7.5-60-58 and were found acceptable. (Nwv) DHR 10-24-2025: DHR for item# 659900v lot# 08311939 has been pulled, reviewed, and attached to this case. DHR review did not indicate any production issues while packaging/labeling the palodent v3 1 ring refill. Work order 08311939 is the packaging work order which utilized 2 over-molding of the springs to rings production work orders/runs of item 759870 (v5 ring universal - palodent) lots in which were 08337804 (produced 05-2024) & 08337805 (produced 05-2024). Dhrs for each molding work order have also been pulled, reviewed, and attached to this case. DHR review did not identify any issued during production with all inspections performed and deemed acceptable by the operator(s) and quality as per 0290-wi-7.5-60-14 & 0290-ip-7.5-60-58. (Nwv)

Event description:
In this event it is reported that a palodent v3 1 ring refill ring broke during use. No injury.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.